Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of contraceptive device') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C61087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst, menometrorrhagia and dysmenorrhea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (d & c, d lap bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, device breakage, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: endometrial stripe is thick with ill-defined margins. Significance is uncertain.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Event added: fragments of contraceptive device. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of contraceptive device') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C61087-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst, menometrorrhagia and dysmenorrhea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (d & c, d lap bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, device breakage, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: endometrial stripe is thick with ill-defined margins. Significance is uncertain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Lot number (c61087 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of contraceptive device') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C61087-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst, menometrorrhagia and dysmenorrhea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (d & c, d lap bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, device breakage, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: endometrial stripe is thick with ill-defined margins. Significance is uncertain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Lot number (c61087 ) is not valid. Most recent follow-up information incorporated above includes: on 28-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), migraines / headaches,psychological or psychiatric problems condition: depression were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.